Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is a multiple dislocator. Primary done by someone else in 2009. Came into ER and the surgeon revised the insert in (B)(6) 2013 to an mdm insert and liner. Patient continued to dislocate and this revision was required.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding intra-prosthetic dislocation involving a trident psl cluster shell was reported. Visual inspection: the trident psl shell was returned with the mdm liner assembled to it. Some bone in-growth was observed on the porous surface. No allegations were made regarding the shell. There is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that the patient is a multiple dislocator. Primary done by someone else in 2009. Came into ER and the surgeon revised the insert in (B)(6) 2013 to an mdm insert and liner. Patient continued to dislocate and this revision was required.